Manufacturer narrative:
(B)(4). Date sent: 6/17/2026 d4 batch #: unknown additional information was requested and the following was obtained: did the patient suffer a burn? - no what medical intervention was used to treat the burn? (Such as salve or stitches)- n/a besides the burn, did the patient experience any adverse consequence due to the issue?- n/a are there any anticipated long-term effects from the burn or injury?- n/a attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, upon starting an unknown procedure, the surgeon used the cut to make the incision. The pt's hair singed and a fire was visible on the skin. The flame was quickly extinguished and patient was fine. We believe it was due to the prep not being left to dry, however, we would like it checked to rule everything else out. There was no reported patient or user harm.